Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motor error. The blood glucose level of the customer was unknown. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump also received a no delivery alarm but the issue was resolved by changing the complete set. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of insulin pump and revert to backup plan. Troubleshooting was performed and the device will return for analysis.

Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.